Manufacturer narrative:
Complaint conclusion: as reported, during a percutaneous transluminal angioplasty (pta) procedure, a 4 x 20 mm 0.014 142 cm aviator plus pta catheter was delivered to the lesion and inflated. However, it ruptured at four (4) atmospheres (atm). Therefore, it was replaced with a non-cordis balloon catheter of the same size. The procedure was completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the left popliteal artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintain negative pressure). There was no difficulty in removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction felt while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). The device did not have to pass through a previously placed stent. The balloon was inflated once prior to the burst. No other anomalies were noted when the device was removed from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17466173 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) procedure, an aviator plus (.014 4.0 x 20 142 cm) was delivered to the lesion and inflated. However, it ruptured at 4 atm. Therefore, it was replaced with a non-cordis balloon catheter of the same size. The procedure completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The patient¿s information was unknown. The target lesion was the left popliteal artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintain negative pressure). There was no difficulty in removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction felt while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). The device did not have to pass through a previously placed stent. The balloon was inflated once prior to the burst. No other anomalies were noted when the device was removed from the patient.